Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 04.211.022s, synthes lot: l368539, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: april 04, 2017, expiry date: march 01, 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non sterile part: part: 04.211.022, synthes lot: h298156, manufacturing location: monument, manufacturing date: february 14, 2017, part: 04.211.022, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 22mm, lot: h298156 (non-sterile). Work order traveler met all inspection acceptance criteria. Inspection sheet, mill shaft threads, turn / thread head, flute / final inspection met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part: 04.211.022.999, 2.8mm ti screw blank 22mm 02.7 variable angle w/sd8, lot: h294714, work order traveler met all inspection acceptance criteria. Inspection sheet, in-process dimensional met all inspection acceptance criteria. Part: 04.210.120.999, 2.8mm screw blank 31mm no head turn/no point w/sd8, lot: h287083. Work order traveler met all inspection acceptance criteria. Part: 23032, tialnbci2.78, lot: 6991734. Bp80 product traveler met all inspection acceptance criteria. Product certification received from dynamet was reviewed and determined to be conforming. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the broken locking screw was received back for investigation. The screw is broken close to the neck point. The stardrive recess is in a used condition. The shaft is badly damaged along of the threaded part. Dimensional inspection: because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The used material was titanium alloy as required. The examination of the raw-materials certificate showed no deviations. Summary: the received condition of the complaint agrees with the complaint description since the screw is broken as claimed by the customer. Thus, the complaint is rated as confirmed. However, based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that unexpected mechanical forces have led to the breakage. We conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. D2: additional procode: hrs. G5: device is distributed in the united states. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: plate (part: unknown, lot: unknown, quantity: 1).

Manufacturer narrative:
Additional product code: hwc. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4).  PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a surgery for lisfranc joint fracture with the va-foot system and two locking screws issue. On (B)(6) 2019, the patient underwent the removal surgery due to bone union and the cortex screw loosening. During the removal surgery, the surgeon found that two locking screws had been broken at their necks. They are removed with a chisel and one locking screw was discarded. The surgery was delayed by 90 minutes. Concomitant devices reported: unknown cutting instruments: chisel: trauma (part# unknown, lot# unknown, quantity# 1) unknown plate (part# unknown, lot# unknown, quantity# 1). This is report 1 of 3 for (B)(4).